Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was malignant pain. The patient reported that in july they had to do a pump revision because when the patient was standing up in church, they heard a loud pop and the pump had gotten stuck on the pew and was sideways sticking out of her stomach like a table. The managing physician did an emergency revision and since the revision it feels like the pump is still moving a bit inside the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.